Event description:
It was reported that the non-preloaded monofocal intraocular lens (iol), model zcb00, did not advance appropriately during insertion. A bent haptic was identified upon insertion, and the lens was removed and replaced. Patient contact occurred. No additional information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3:the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: april 15, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection revealed that the lens was received in four pieces. The lens pieces were cleaned; a detached haptic and marks on the lens surface was found. No other issues were identified and no further evaluation was performed. The complaint issue "stuck in cartridge" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. The complaint issue "haptic damaged" was not identified during product evaluation. The observed "haptic detached" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. A nonconformance was initiated to address this issue. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.